Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.835.004; lot: l767231; manufacturing site: hägendorf; release to warehouse date: february 07, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: visual inspection of the device revealed no damage, nothing appears to be broken on the device. The device is in good condition. Functional test: a functional test was performed with the device and when fully assembled, the device was stiff when attempting to compress the spring component of the device. The device was able to function as intended however, some force is required to do so; an indication that the device was not properly lubricated. The received condition does not agree with the complaint description for broken, instead its confirmed for jammed. The complaint was able to be replicated with the returned instrument. Dimensional inspection: a dimensional inspection was not done as the issue is related to a lubrication issue and not with the instrument itself. Document/specification review the following drawing(s) was reviewed; aiming device holder: no design or manufacturing defect or deficiency was observed during the investigation. A device history review, was performed for the returned instrument¿s lot number, and no nonconformance reports (ncrs), no material record reports (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: based on the available information, it is not possible to determine a definitive root cause for the complaint conditions. However, it is possible that proper sterilization protocol was not followed per technique guide, which states to fully disassemble it, clean it, inspect it, lubricate it, functionally test it and then sterilize the device. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection on an unknown date, a synfix evolution aiming device holder was broken. There was no patient involvement. This report is for a synfix® evolution aiming device holder. This is report 1 of 1 for (B)(4).